Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. It was recommended to the hospital to use a condenser on the unit to prevent the contamination of flow sensor tubes by water.

Event description:
The hospital reported the unit failed to switch to mechanical ventilation when requested during a case. The unit was restarted and then the unit was able to operate as expected. There was no report of patient injury.